Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and high out of range pacing impedance measurements. An invasive procedure was performed to replace the lead. Upon x-ray it was noted this lead was fractured at the clavicle site. This lead was surgically abandoned and was successfully replaced. No adverse patient effects were reported.